Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event. Patient details were requested but the customer was unable to provide.

Event description:
The customer reported that the defibrillator did not deliver a shock in AED mode using pads. External paddles were used to complete the treatment. There was no harm to the involved patient, however, this is being considered a serious injury based on the report that the emergency treatment was delayed/ interrupted.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the defibrillator did not deliver a shock in AED mode using pads. External paddles were used to complete the treatment. There was no harm to the involved patient, however, this is being considered a serious injury based on the report that the emergency treatment was delayed/interrupted. A philips clinician reviewed the patient event file, which was provided. Per the file, the device was powered on into the AED mode with pads placed. Three seconds later, there was an ¿artifact detected" message, followed by a ¿cannot analyze¿ message. Analysis of the waveform began at 1:38 elapsed time (et), followed by two ¿artifact detected¿ messages. The ECG waveform for this time period showed a thickened, noisy waveform with artifact consistent with 50 hz ac interference. The users switched to external paddles and delivered two shocks at 2:28 et and 3:11 et respectively. The device was powered off less than a minute after those shocks were delivered. The customer provided additional information that the ac line filter setting was 50 hz and the other equipment in the room included patient monitors, anesthetic machine, electrosurgical unit, the theatre table, and the syringe pump. The heartstart xl instructions for use (IFU) describes the ¿artifact detected¿ message as one that is generated in the AED mode when patient motion interferes with analysis or when electrical sources cause interference. Per the IFU, if a user receives an ¿artifact detected¿ message, the user is directed to: attempt to eliminate patient motion, avoid analyzing while transporting or performing CPR, and move suspected devices away from the defibrillator when possible (troubleshooting, table 3-1: troubleshooting in AED mode). A philips field service engineer (fse) evaluated the device and was unable to duplicate the issue. No parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer. The device was behaving as designed when it alerted users to artifact on the ECG waveform during AED analysis. Although the artifact prevented the device from analyzing the rhythm in the AED mode, the users delivered energy via external paddles and converted the patient rhythm.